Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable device was explanted due to normal battery depletion. Eight months ago the monitoring voltage was 2.88 volts and charge time was 8.2 seconds. One month ago the battery status end of life (eol) was declared with a monitoring voltage of 2.68 volts and charge time greater than 30 seconds. Subsequently, this device was returned to boston scientific for analysis. No adverse patient effects reported.